Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The 510k: k023331 and bk050036. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for smeared additive/ fm with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the additive inside a bd vacutainer® sst¿ ii advance plus blood collection tube was ¿smeared¿ and not in the right location of the tube. There was no report of exposure, injury or medical intervention.